Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was noted that there was a separation of the heating element on the jaw of the vasoview hemopro 2. A replacement device was used to complete the procedure. The hosp did not report any pt effects.